Manufacturer narrative:
Added information to section h6 (component code) and h6 (type of investigation) updated section h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. An image was provided for review. The report of reservoir issue was confirmed through the image evaluation. The picture showed a vamp system. Blood stains and residues were visible on the inside and outside of vamp system and white drape material. Reservoir plunger was observed to be detached. Based on further engineering investigation the potential cause of the reported condition could be associated to the soldering process during the device manufacturing. The manufacturing personnel was notified about this condition. Nevertheless, there are manufacturing controls to detect this type of defect.

Manufacturer narrative:
It was further informed that the device was not available for evaluation since it was discarded at hospital. However, an engineering evaluation will be completed to consider any potential factors that may have contributed to this complaint and a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use with this disposable pressure transducer with vamp system, the reservoir cap detached and there was blood leakage. The quantity of blood loss is unknown. No additional intervention was needed. Patient demographics unable to be obtained. There was no allegation of patient injury. The device was not available for evaluation.